Event description:
Healthcare professional reported, " right -side deflation". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior no particles observed in the filling channel. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported " right -side deflation". Healthcare professional reported "right side deflation", "possible leak at valve", and "particle in valve". The device has been explanted and replaced.

Event description:
Healthcare professional reported "right side deflation", "possible leak at valve", and "particle in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " right -side deflation". The device remains implanted.